Event description:
Serum hcg test was weakly positive on (B)(6) 2014. Performed using accutest kit lot suo1183m5 exp 01/2015. New specimen recollected and tested on (B)(6) 2014. This second specimen was also weakly positive with accutest kit. Specimen was then tested with sure-vue and osom kits and was found to be negative using these kits. (B)(6). We have experienced at least 4 instances of false positive hcg (both serum and urine) with the accutest kits. We previously filed an adverse event report to the FDA in (B)(6) 2014 concerning this issue.